Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: progress: the wound was closed with pds at reoperation and there is no problem with the patient so far. Health injury details : wound dehiscence treatment details : reoperation was performed on (B)(6). The initial figure of (B)(6) have been too shallow, as it was used by the surgeon who was not very familiar with the technique. The patient was a little bit larger than usual. This surgery was a revision for the patient.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: we could not get the information. The diagnosis and indication for the index surgical procedure? Lower anterior resection. We could not get the information regarding diagnosis. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open surgery. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? The product was used properly. Were two reverse stitches performed across the incision prior to closure? The product was used properly. What tissue dehisced? Abdominal fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? We could not get the information. Please describe any surgical intervention required for the wound dehiscence including findings. Reoperation was performed on may 2. The wound was closed with pds at the reoperation and the patient has been fine since then. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? We could not get the information. Other relevant patient history/concomitant medications? We could not get the information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? We received the following comment from the doctor. This may be because I was not used to using stratafix symmetric. What is the patient's current status? Reoperation was performed on may 2. The wound was closed with pds at the reoperation and the patient has been fine since then. Lot number of the suture with product code sxpp1a301? We could not get the information.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/ solid/ parenteral. Strength ¿ 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any surgical intervention required for the wound dehiscence including findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number of the suture with product code sxpp1a301?

Event description:
It was reported that a patient underwent a lower anterior resection on (B)(6) 2023 and a barbed suture was used for fascial closure with continuous suture. On (B)(6) 2023, while in the ward / ICU, wound dehiscence occurred and re-operation was performed. When the abdomen was opened again, the suture was checked and found to be broken near the fixation tab. It was reported that when the patient coughed, the suture seems to have broken. It broke at the fixation tab. Additional information was requested.